Event description:
Customer was hospitalized for high blood glucose levels. Mother stated that customer had swelling, aching and high blood glucose levels prior to hospitalization. Troubleshooting performed and insulin exited during test prime. Mother was unable to perform high pressure test due to not having tubing clamp. Md believed pump to be possible issue and recommended replacement of pump..